Event description:
The patient was injected in an unreported injection site. The patient allegedly developed swelling and developed abscesses which required drainage. The patient currently undergoes drainage intermittently. A culture was performed.

Manufacturer narrative:
At the time of this report, no "date of event" and "date implanted" was reported to the manufacturer. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.